Event description:
Inferior vena cava (ivc) filter placed. Patient transferred to outside rehabilitation facility. Utilization management supervisor of patient's insurance company notified reporter of device incident. Patient had upper gi endoscopy, possible stem from ivc filter found in third (3rd) part of duodenum entering through mucosal wall. Patient had exploratory laparoscopy and removal of ivc strut that had perforated duodenum. Two (2) additional struts cut - one (1) in the anterior wall of ivc & one (1) coming out laterally into the inferior pole of kidney.